Manufacturer narrative:
Analysis of the investigation: analysis of the expertise files confirmed the reported behaviour between the device implant (sn: (B)(6)) and the home monitor. It was found that the issue was caused by a mismatch between the scheduled transmission time and the actual processing time. The follow-up was scheduled for (B)(6) 2024 at 02:03 local time (00:03 utc), based on a calendar configuration sent to the monitor prior to the transmission, which is consistent with the time programmed into the patient record on the website. However, the follow-up calendars sent to the home monitor did not align with the local time. The follow-ups should remain consistent regardless of the time of year, but discrepancies between utc and local time occurred. While this issue could potentially affect other home monitors, it requires very specific conditions: a follow-up scheduled immediately after a transmission time discrepancy, and the system failing to account for the correct timing when processing the follow-up. It should be noted that the follow-up initially classified as "missing," was reclassified after the successful transmission of the next follow-up, which took place on (B)(6) 2024. It should be noted that there is no patient/user safety risk associated to this behaviour.

Event description:
Reportedly, a nurse noticed that a patient had a follow-up appearing in both ¿missing¿ and ¿classic¿ follow-up. The event was resolved with the next follow-up, which was successfully sent and removed the follow-up from the ¿missing¿ category.

Event description:
Reportedly, a nurse noticed that a patient had a follow-up appearing in both ¿missing¿ and ¿classic¿ follow-up. The event was resolved with the next follow-up, which was successfully sent and removed the follow-up from the ¿missing¿ category.